Event description:
A malfunction was reported on the customer¿s pump, and there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level as a result of the malfunction. Technical support determined that the malfunction code displayed was not resettable, and it was decided to replace the pump. The customer did not have a backup insulin therapy available and planned to contact their healthcare provider.